Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved an unspecified secondary set with no in-line filter (unknown list number and unknown lot number) that was reported to have an issue during back priming when the cyclophosphamide bag was connected to the secondary set. A 500cc bag was on the primary line that was at least 50% empty with only approximately 250cc left in the bag. The cyclophosphamide st bag was very full, estimated to be approximately 375cc in a 250cc bag per the nurse. The nurse thought that the back priming issue might be related to the fluid difference in the primary bag being less than the cyclophosphamide bag, however, she didn't believe that this was likely to be the case. The staff reported they were eventually able to back prime the line, but it was very slow. The staff kept getting air secondary set line (during back priming), and the nurse had to clear this further by adding volume to the already overfilled cyclophosphamide bag. The nurse managed to ensure there was no air in the secondary line for administration (so that no air would be detected by the pump). An infusion pump was reported to be used for administration and it would have alarmed had there been air in the tubing during administration. It was thought that there was difficulty back priming due to the large volume in the hd bag ¿ and they were looking to understand if this has ever been reported by other users of the product. The staff later heard that perhaps slow priming could be a result of over-tightening the port onto the primary line at the luer lock connection. The other suggestion was to disconnect and reconnect the chemolock connection at the line and attempt the back priming again. There was no report of human harm and no further information is available relating to this event.

Manufacturer narrative:
The complaint could not be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history record was reviewed could not be performed because the lot number for this complaint was unknown.

Event description:
Additional information was provided by the customer on 28-sept-2023 stating that there was no obvious defect on the product. The line was connected to a patient for hd infusion. The staff were able to troubleshoot and eventually they were able to prime the line, although it was very slowly. The device was connected to baxter tubing devices at the time of the event. A complete new set of infusion lines needed to be used.